Event description:
It was reported, the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was not performed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.